Event description:
My (B)(6) daughter was prescribed contact lenses for the first time in (B)(6) 2011. She had never had any pain or itchy eye issues before putting these contacts in. From the first time she put in her avaira contact lenses she has had extreme eye irritation. We have seen the eye doctor multiple times and changed to a new solution but is still experiencing eye pain and redness. She has been prescribed a steroid eye drop, an antibiotic steroid eye drop and allergy eye drops. We thought that she was just chemically sensitive and that she would just chemically sensitive and that she would only be able to wear the contacts on special occasions or as briefly as possible. Even with the infrequent wear of there contacts she still suffers with eye pain and irritation. We found out this weekend that her contacts have been recalled. She has been wearing the avaira spherical lenses. We will be seeing the eye doctor tomorrow to see if there is going to be lasting damage. I feel like coopervision needs to be responsible for the reimbursement of these doctor visits and prescription drugs and any further eye issues that she has as a result of having silicone oil in her eyes off and on over the last 6 months. We saw an eye doctor on saturday, (B)(6) 2011 at target because (B)(6)'s eyes are so red and irritated. He instructed us to switch to clear care solution. The eyes worsened and we went to dr. (B)(6) on (B)(6) 2011 and he prescribed a steroid eye drop, (B)(6) to use for 5 days. On (B)(6) 2011 her eyes were worse and we called dr. (B)(6) and he called her in an antibiotic eye drop, maxitrol to take for 1 week. We went in to see dr. (B)(6) again on (B)(6) 2011 and he started her on pataday. She is still using pataday as of (B)(6) 2011 for eye irritation and itchiness. Reason for use: nearsighted correction.